Event description:
It was reported that the patient underwent an explant procedure due to an allergic reaction to the spinal cord stimulator (scs). The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7076971/7078157.